Event description:
Pt revised due to polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.